Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
It was reported that while using day aligners, the patient was not happy with the upper alignment and noted the front four teeth did not feel straight and felt off when biting.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.